Manufacturer narrative:
One cadd cassette reservoir was returned for the evaluation of the reported issue. Samples were received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Due to customer have not providing lot number of the component returned, there is not documentation to review the history of the process. A visual inspection was performed where the sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample received doesn?t present any damaged, kink, cut or condition that could cause failure mode. A pump tube height test was then performed, and the pump tube height failed; however the samples was received in used conditions it is possible that the pump tube height was modify during the use. Sample also passed the accuracy test. Complaint was not confirmed. No root cause was determined due complaint was not confirmed. Actions taken were not performed due complaint not being confirmed.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, an alarm was noted. No patient consequences were reported. No adverse effects were reported.